Event description:
It was reported when a patient presented remotely via merlin.net transmission, an episodes of ams that were due to far-r signals were observed. Programming changes were made to resolve the issue. The patient was stable.